Event description:
It was reported that a kink was observed in iab following removal from tray. Physician continued with sheathless insertion. During insertion, physician was unable to pass iab over guidewire. Iab was exachaged. There were no reported pt complications.